Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display changed from grey to green then distorted. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No missing segment/partial display or audio/beep anomaly was noted. The device was received with normal operating currents. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted during testing.